Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (ref. (B)(4)) lot 2347002 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 2347002 was manufactured according to specifications and met performance requirements. Customer reported one patient sample where only one target tested positive (n1 target) with the bd sars-cov-2 reagents for bd max¿ system kit lot 2347002. However, according to customer, the same patient resulted in a negative result when repeated from a different sample twice on the same bd max¿ instrument with the bd respiratory viral panel for bd max¿ system and when using a rapid test. Customer provided pdf files of runs 3055, 3056, 3058 and 3068 for investigation. Based on the details of the complaint text, identified samples in these runs correspond to repeated samples from the same patient, tested under different accession numbers using a new sample buffer tube each time. Manual pcr curve adjudication of the discrepant sample (run 3055, position a10) revealed a low but true amplification for n1 target without anomaly. Another n1 positive result was obtained, in run 3068, position a8, the amplification is higher with an earlier CT value, compared to initial result. This could indicate a true weak positive result in the initial sample. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Overall, no anomaly was observed in the other repeat tests, performed using either the bd sars-cov-2 reagents for bd max¿ system or the bd respiratory viral panel for bd max¿ system, and the sars-cov-2 results showed flat curves with no amplification for n1/n2 target (run 3056; position a11, run 3058; position a3 and run 3068; position b8). Nevertheless, it must be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Moreover, curves on pdf reports cannot be isolated for specific samples nor properly assessed; the analysis was thus limited. Based on the data and information provided, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s positive results. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lot 2347002. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified.

Event description:
It was reported that during use with the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained. Repeat testing was done with a negative result. A rapid test was also negative. Results were reported as inconclusive, and there was no report of patient impact. (B)(4).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Eua (B)(4).

Event description:
It was reported that during use with the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained. Repeat testing was done with a negative result. A rapid test was also negative. Results were reported as inconclusive, and there was no report of patient impact. Eua (B)(4).